Event description:
On (B)(6) 2020 the user was seen for a routine programming appointment. At that time, there was an ear infection and there was fluid indicated via tympanometry. The recipient hits the left side of his head hard with his hand but does not bang it on other objects. There were no reported changes to health status or medication at the time. There was no swelling or redness around the implant site. The user was successfully re-implanted on (B)(6) 2020. Reportedly, the surgeon had to use some force to remove the device from the implant bed, during which a minor cut was made into the silicone.